Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a large foreign matter was observed in the green rubber bulb and transparent syringe. The product was not used on the patient.

Manufacturer narrative:
Received one bulb irrigation syringe in original packaging opened. The reported event was confirmed as cause unknown. During the visual evaluation, it was confirmed that the syringe had a foreign material inside the neck between the transparent barrel and the green bulb. The foreign material measured 9/32". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "irrigation syringe after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Do not resterilize this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4).

Event description:
It was reported that a large foreign matter was observed in the green rubber bulb and transparent syringe. The product was not used on the patient.